Event description:
Analysis of the returned device found that there was a hole in the inner shaft of the balloon catheter. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the balloon was tightly folded, which indicates no sign of inflation pressure. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter (od) of the proximal balloon bond measured with a calibrated laser micrometer was within specification. Magnified inspection of the returned balloon catheter revealed a hole in the inner shaft directly aligned with the inflation port. The inner shaft was appropriately seated in the hub and there was adhesive present in the adhesive cavity. There were no other anomalies found. The hole in the inner shaft confirmed the reported inflation difficulty. The hole in the inner shaft was most likely caused by a perforation with a needle or a guidewire used during preparation as no tools are inserted in the manifold inflation port during catheter assembly. Furthermore, all devices are tested for balloon inflation/deflation performance with vacuum decay testing during manufacture. From the information provided and the investigation results there was no evidence of any material or manufacturing deficiencies that could have contributed to the reported event. The most likely that the device met specification but some anatomical or procedural factors encountered during the procedure limited the performance of the device. Therefore, a root cause related to operational context has been assigned to this event.